Manufacturer narrative:
The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Thrombosis, myocardial infarction and death are known potential adverse event associated with stent implantation procedures. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Discontinuation of antiplatelet therapy may cause thrombus formation. The physician commented that "the cause of the thrombotic event was that the cypher stent implanted in the mid lad was under-dilated due to heavy calcification and the cypher implanted in the proximal circumflex was under-dilated and was a long lesion due to the diffused lesion. The cause of death was heart failure and the relationship between the event and the implanted cyphers were unknown". Calcified lesions are a common cause of stent underexpansion which significantly increases the subsequent risk of stent thrombosis. Review of the information provided suggests that there are possible patient, lesion characteristics and procedural factors that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three reports submitted for the same event. Please reference MFR report #s: 9616099-2010-00760, 9616099-2010-00761, and 9616099-2010-00762.

Event description:
(Thrombosis/underexpanded/cardiac arrest) the target lesions were in the mid lad and the proximal lcx. The lesions were all de novo. The lesion in the mid lad was calcified. Aha/acc classification of the vessel was type c. The lesion length was approximately 25mm and the vessel diameter was approximately 2.5mm. The lesion in the proximal lcx was diffuse. Aha/acc classification of the vessel was type c. The vessel length was approximately 45mm and the vessel diameter was approximately 2.5 ~ 3.0mm. (B)(6) 2007: it was an elective case. Initially, treatment for the mid lad was conducted. It is unknown if pre-dilation was conducted, but rotablator was conducted. A cypher bx (2.5/28mm) was implanted at 16atm (inflation time unknown). It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before and after the procedure were unknown. Ivus was conducted. Then, treatment for the proximal lcx was conducted. It is unknown if pre-dilation was conducted. A cypher bx (2.5/28mm) was implanted at 16atm (inflation time unknown) in the distal portion of the lesion. Then another cypher bx (3.0/23) was implanted at 16atm (inflation time unknown) proximal to the 2.5 x 28mm cypher stent. It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before and after the procedure were unknown. Ivus was conducted. It is unknown if act was measured.

Manufacturer narrative:
Nine days later, the patient developed st-elevation mi. Angiography was conducted and the thrombi were observed inside of all three cypher stents implanted in the mid lad and proximal lcx. The thrombus in the proximal lcx ball was treated with balloon angioplasty only. The thrombus in the mid lad was treated with aspiration and balloon angioplasty. In addition, iabp treatment was inserted for hemodynamic support. Three months later, during hospitalization, the patient went into cardio pulmonary arrest and died due to heart failure. An autopsy was not conducted. Angiography was not conducted. Anti-platelet therapies conducted were following: aspirin 81mg/day: (B)(6) 2007. Ticlopidine hydrochloride: 200mg/day: (B)(6) 2007 ~ (B)(6) 2007. Heparin unknown dosage: (B)(6) 2007 (during the pci). Additional information will be submitted within 30 days of receipt. This is one of three reports submitted for the same event. Please reference MFR report #s: 9616099-2010-00760, 9616099-2010-00761, and 9616099-2010-00762.